Event description:
Follow up from the health care provider reported the cause of the event was overstimulation. No abnormal impedances were noted. It was noted, the patient needed adjustments. No surgical intervention had occurred. The stimulation was adjusted and the patient was doing well. No signs or symptoms noted and there was no injury to the patient. Patient did not require hospitalization.

Event description:
It was reported the day prior to report the patient was doing some working around the house then sat down and they could barely feel their stimulation on 5.5-6.0 volts. But, it was noted when the patient leaned forward to grab a glass of water they ¿felt a jolt him out of the chair¿ and they had to turn stimulation down. It was stated the patient felt like a ¿cattle rod stuck on the back¿ and they had to turn stimulation down then turn it back up a little and it calmed down. Reportedly, the patient turned their therapy off during the night and every day when they turned the stimulation on it hurt the right side or left side of their ribs, and on the front corner of their ribs on either side, and their muscle tightened up. It was noted the patient¿s stimulation never used to bother them when they turned it on but the changes started about a month prior to report. It was stated the patient reported a shocking or jolting sensation. The patient stated for the last month they could do without stimulation for most of the day but then they had to turn it on. Reportedly, when the patient had therapy on high enough where he can barely feel it they did pretty good then the muscle starts to spasm in the ribs, and then they turned it down where they couldn¿t feel it and wondered if it was on. After the patient turned it down where they couldn¿t feel it, about 3-4 hours later both side of their ribs hurt so bad it felt like someone "took their finger and poke it in there." It was stated the patient had their stimulation on for a while the day of report and it hurt so much it had to be turned off. It was stated the patient¿s implantable neurostimulator (ins) helped quite a bit until now.

Manufacturer narrative:
Concomitant products: product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).